Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. Customer reported an open book image. Customer was swimming with the insulin pump and the insulin pump started beeping. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring missing. Device received with frozen display on the medtronic logo. Unable to verify critical pump error (open book) and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to frozen display on the medtronic logo. The insulin pump was cut open to perform visual inspection and found moisture damage on electrical board 1, electrical board 2, force sensor, internal battery connector, motor, battery tube, vibrator, keypad flex tail and 40 pin flexible printed circuit/lcd. The force sensor is in specifications range. No moisture damage on the keypad traces or dome switches during the visual inspection. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and frozen display on the medtronic logo during testing. Perform brush cleaning with the isopropyl alcohol the moisture damage area on the electrical board 1 and reinstalled in a test electrical board 2, case, internal battery and motor. Powered the pump on using the battery simulator and no frozen display on the medtronic logo or insulin pump functioning normally. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the pump on using the battery simulator and no frozen display on the medtronic logo or functioning normally. The insulin pump downloaded to thus software was utilized and successful. No alarms in the insulin pump history or long trace noted to generate the critical pump error (open book). In conclusion, frozen display due to moisture damage on the electrical board 1. The test p-cap does not lock in place properly due to missing retainer and missing reservoir tube o-ring. Device received with serial number label fading, cracked select button keypad overlay, pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.